Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Intermittent noise on the rv channel in recordings transmitted to home monitoring. Oversensing was also observed during in-office testing. No inappropriate therapies were reported. Lead remains implanted.